Event description:
It was reported that after the procedure, cleaning the fluid warmer, approximately 1.5 inches of fluid was discovered under the drape. The customer thinks the drape had a hole but is not sure of the location since solidifier had already been poured on the drape. No patient injuries, infections or complications were reported.